Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer parent reported via phone call indicating that the customer's insulin pump was pushing the entire insulin put of the tubing. The customer stated that they do not have the insulin pump on them to troubleshoot the issue but mentioned that they will call back once they have the device present. The customer's blood glucose level was unknown at the time of the incident. The customer did not return the product back for analysis.